Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/27/2018. Additional: an empty opened foil and a device of product code pvpm, lot # mj8drmb0 were returned for analysis. During visual inspection of the used sample, the wings were slightly detached and body fluids in this section of the mesh were noted; no other defects or damage were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported that the "mesh broke". Please tell us how the mesh broke indicate: did the anchoring straps detached from the mesh or did the non-absorbable polyester suture attached to the anchoring straps detach from the straps or did the mesh tear or fray? How was the procedure completed? Did device break during insertion and/or contact with the patient? How was the procedure completed? Any patient consequences? Name of the procedure?

Event description:
It was reported that the patient underwent an unknown procedure in 2018, and the mesh was implanted. During the procedure, the mesh broke. There were no patient consequences reported. Additional information has been requested.